Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an initial implant procedure, the set screw of the device was observed as damaged and stripped. The device was explanted and replaced to resolve the event and the patient was in stable.

Manufacturer narrative:
The reported complaint of septum anomaly was confirmed. The analysis found the atrial (a)-septum had come out of its septum cavity. No adhesives were found on the atrial septum cavity walls or around the cavity needed to bond the septum. The ventricular (v)- septum was also not bonded. The v-septum could be easily lifted out of the septum cavity, as no adhesives were found inside of the septum cavity walls needed to bond the septum. Insufficient adhesives were found on the top exterior of the v-septum that were meant to seal the septum externally to the outside of the epoxy header. A manufacturing anomaly may have occurred that resulted in this condition. The electrical testing was also performed and device was found to have normal performance with normal battery range.